Event description:
It was reported that before the surgery, noted the seal was opened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2022. D4: batch # 218a21. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45w reload was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no packaging was returned for analysis. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number 218a21, and no non-conformances were identified.